Event description:
The customer reported scope communication error b30 during an unspecified procedure involving an olympus light source. There was no patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.